Event description:
It was reported that the arctic sun device could not be filled. The device could not pass calibration. The equipment was non-operating. Preventive maintenance was carried out 2000hours. The system hours were 4429,4 and pump hours were 3680,7.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. Device presented filling issues, indicative of a circulation pump failure. Circulation pump was replaced. Missing ac lead bracket was noticed. Device underwent 2000 hr pm service. Missing ac bracket was replaced. Mixing pump, heater and drain ports were replaced as a part of the pm. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device could not be filled. The device could not pass calibration . The equipment was non-operating. Preventive maintenance was carried out 2000hours. The system hours were 4429,4 and pump hours were 3680,7. Per sample evaluation results on (B)(6) 2023, it was reported that ac lead bracket missing and preventive maintenance required due to 2000+ hours since last done.